Event description:
The facility reported a pump with failure codes contained in an "urgent product recall" letter. It is unk what failure codes occurred. These failure codes occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep.